Event description:
The customer reported the system's boot up was problematic. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The data base was rebuilt. The system was then found to be operating as intended.